Event description:
Customer tested blood glucose and received a result of 495mg/dl at 8pm and took 60 units of r and 60 units of 75/25. The customer's spouse found them at 12am "out of it" and called paramedics. Paramedics tested customer's glucose level and received a result of 11mg/dl. The customer was given saline IV with glucose and ate a sandwich and drank a soda. A request was made for the return of the suspect device and replacement product was sent.